Event description:
Caller states patient received results of 23.6 mmol/l and 8.7 or 8.5 mmol/l within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.